Event description:
The physician reported that the first two biopsy samples went fine; on the third pass, the cannula did not advance but the co2 never stopped, the cutter did not advance, and frosting up the entire shaft was observed. He immediately tried to pull the device out as the pt's skin at the insertion site was blanched like a frost bite. A warm compress was applied to the pt for about 15-20 minutes and the site seemed to be much better. Two days later, the pt came in for a follow up visit and appeared to be fine. Pt is scheduled for a mammogram follow up in 2 months. The physician is interested in seeing if there was any internal effect from the freezing.